Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated an error e315 (non-compatible endoscope) occurred and there was foreign material, on the acoustic lens, distal end, and bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the error message was likely due to an electronic issue which led to component failure. Regarding the foreign material, the cause could not be identified. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.